Event description:
At 8 months from the primary, revision surgery due to the presence of scar tissue seroma and suspicion of infection. Mobile components, inlay and head successfully revised.

Manufacturer narrative:
Batch review performed on 20 jun 2024: lot 2318430: (B)(4) items manufactured and released on 05-oct-2023. Expiration date: 2028-09-16. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: delayed infection in cementless tha, 8 months after primary operation. The patient was revised due to scar tissue seroma and due to infection which are both know possible adverse events following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Other devices involved: liner: versafitcup cc trio 01.26.3244hct flat pe hc liner ø 32 / e (k103352), lot 2310228: (B)(4) items manufactured and released on 21-jun-2023. Expiration date: 2028-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.